Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited difficulty in passing a brush through the forceps channel due to physical stress on the insertion section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress on the insertion section. A root cause could not be identified. The event can be detected/prevented by following the instructions for use: 3.2 inspection of the endoscope, 3.6 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date. Corrected field: h4.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited difficulty in passing a brush through the forceps channel due to physical stress on the insertion section. There was no patient involvement.